Manufacturer narrative:
The date entered in ¿date received by manufacturer¿ in the initial report was incorrect. For the correct date see date received by manufacturer section of this report.

Manufacturer narrative:
The pump passed the stop (idle) current test, run current test, self test, off no power test, seat/rewind/basic occlusion test, occlusion test, excessive no delivery test, the displacement test and the displacement accuracy test. The pump failed the prime test duet to faulty force sensing system (gold). The motor slide had dried insulin. The motor was tested outside the pump and passed. Low battery alert less than 1 week not confirmed. Unexpected battery power loss not confirmed.

Event description:
The customer reported via phone call that the insulin pump had motor error and battery out limit alarm. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.